Event description:
It was reported that femoral impactor broke from the attachment during fixation of the femoral implant. Unknown if smith and nephew backup was used or required. Unknown if there was any delay.

Manufacturer narrative:
The associated orthomatch femoral implant impactor was not returned for evaluation. However, pictures were provided which confirmed the stated failure mode. The impactor body has fractured. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.